Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate low result. She obtained a reading of "lo" (<20mg/dl) as compared to another meter(ultra) reading of "55mg/dl" performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.